Event description:
It was reported that patient called reporting that device was unexpectedly found to be off. No symptoms, it was discovered when they went to recharge. Interrogated the patients device. Recharge history showed patient charged from 20-40% on 5/14 and then on 5/16 the battery switched off as it had depleted. This was reported to be unusually fast depletion. Also 5/18 the battery was charged from 0-20%, then on 5/19 when battery charged for 3 min it automatically showed the battery was at 30%, 10% higher than what it was charged to the day before.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.